Event description:
(B)(4). It was reported that in-stent restenosis and syncope occurred. On (B)(6) 2012, the patient was presented due to unstable angina and was referred for cardiac catheterization. Subsequently,the index procedure was performed. The target lesion was an in-stent restenotic lesion of unspecified bare metal stent located in the proximal right coronary artery (rca) with 90% stenosis and was 22 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with direct stent placement using a 3.00mm x 38mm ion stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2014, the patient was presented with syncope and was hospitalized. The 60% diffuse restenosis of the previously placed study stent located in the proximal rca extending to the mid rca. The physician treated the event with balloon angioplasty and placement of unspecified drug eluting stent. Following post dilatation, 0% residual stenosis. Five days post procedure, the event was considered resolved without residual effect and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03040 and 2134265-2014-03039. It was further reported that the patient presented at emergency room for prolonged asystole symptoms. Then, cardiopulmonary resuscitation was performed and normal rhythm was resumed. Subsequently, coronary angiography was performed and revealed rca (target vessel) 50% ostial re-stenosis, majority of proximal to mid stented region appears fine; however, very distal portion of stent region has total occlusion leading into distal vessel. In addition, the restenosis of the previously placed study stent and the in-stent restenosis of the previously placed 3.00x12 and 3.00x32 promus element stents implanted in (B)(6) 2012 which was treated with placement of a 3.5 x 12mm non-bsc stent, resulting in 0% residual stenosis. In addition, the 100% stenosis located in the mid rca to distal rca was treated with balloon angioplasty and placement of 3.5x12 non-bsc drug eluting stent (des). Following post dilatation, 0% residual stenosis. Site has confirmed that there was no thrombus present. On the following day, the patient was referred for repeat angiography to ensure patency of rca stents and placement of temporary pacemaker following multiple episodes of bradycardia and pauses. Coronary angiography was performed and revealed widely patent stents. Two days after, the non-bsc permanent pacemaker was implanted. The event was considered resolved without residual effect two days post procedure and the patient was discharged.